Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The third party breathing circuit was replaced with a ge breathing circuit which was inspected and cleaned. Unit returned to service. No patient information provided to date after attempts to get information (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.